Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 540 mg/dl. The blood glucose at the time of the incident was 342 mg/dl and current blood glucose was 431 mg/dl. Customer treated high blood glucose with an injection. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. The customer also reported that, the insulin pump had no delivery alarm also. Per the alarm history the auto off was coming on almost daily. The troubleshooting was stopped at this point. The customer felt the auto off was the cause of her recent high blood sugar. Customer did not complete the troubleshooting guide. The device will not be returned for analysis.